Manufacturer narrative:
Product complaint# (B)(4). Date sent to the FDA: 3/21/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: when was the suture broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify: during use on the patient, second pass. Please provide lot number of the product involved: unknown; packaging already disposed of and the outer box due to being final suture in pack. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep): sales rep (me); I was there when the suture broke. The following information was reported: was surgery delayed due to the reported event? No. Action taken when event occurred? Another suture used. Was procedure successfully completed? Yes. Were fragments generated? No. If yes, were they removed easily without additional intervention? Unknown. Patient status/ outcome / consequences: no. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study? Unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a knee arthroscopy on (B)(6) 2025 and barbed suture was used. It was reported that the suture snapped. There were no patient consequences reported. Additional information was requested.